Manufacturer narrative:
Unit returned to manufacturer for factory failure analysis.

Event description:
The customer reported the ventilator was autocycling while on a patient. The customer reported the ventilator was alarming and there was no patient harm. The customer reported that the patient was being given an inline treatment (albuterol), and hme was in the patient circuit at the time. Respiratory tech (rt) had just left the room and was called back in. The rt reported the patient was initiating breaths, and the machine was cycling but no volume was being delivered to the patient. The estimated cycling rate was 50 bpm during the incident. After running an est on the vent we placed it back into service on another patient with a reported similar complaint, and was alarming low vt. The customer reported there was no patient harm. The ventilator was sent to the factory for manufacturer's failure analysis.